Event description:
The facility reported a pump that was underinfusing. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a pump that was underinfusing was confirmed during product evaluation. Inspection of the device found that the underinfusion was caused by a faulty pump head mechanism and therefore the pump head mechanism was replaced.